Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy the jaws of the device locked onto tissue. The jaws were cut out of the tissue which caused bleeding. There was no transfusion necessary and no pt injury.